Manufacturer narrative:
Additional serial numbers included in this report: (B)(4). 9 of 18 devices were returned for evaluation. We are awaiting the return of 9 devices. Evaluation of 9 devices found normal chuck wear and the turbines needed to be replaced. The devices were repaired and returned to the customers.

Event description:
This report summarizes <noe> 18 </noe> malfunction events. This report summarizes 18 malfunction events where a midwest tradition handpiece would not hold dental burs. There were no injuries in any of the events.